Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. The manufacture was attempted to follow up with the site, but no further information has yet been provided despite multiple attempts of follow up. Based on the limited information available, it is not possible to establish a definitive root cause of the reported event. However, from the document review performed, no manufacturing deficiencies were identified. Should further information be received in the future, a follow up report will be provided.

Event description:
The manufacture was informed of the following event through patient tracking department. Based on the information received, a patient received a memo 3d semirigid annuloplasty ring, smd30 in mitral position on (B)(6) 2022. Reportedly, the ring was eventually replaced with optiform prosthetic mitral heart valve size 29mm on (B)(6) 2023. No allegation of device malfunction nor serious injury on the patient has been received from the site.